Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37651, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had loose connector pin. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector.

Event description:
The patient reported that their recharger was not charging. This issue started 2 or 3 days prior to (B)(6) 2014. It was noted that the desktop charger connector pin was not broken off or stuck in the recharger but the connector was loose. (B)(6) the patient was sent a replacement desktop charger but noted that it did not fit into the recharger. The pin was much too big and didn't "even touch the top." They were able to get the other end of the cable to plug into the wall outlet. On (B)(6) 2014, it was reported that there was a possible bad connector on the recharger so the patient was sent a replacement recharger. On (B)(6) 2014, it was noted that the patient's stimulation had completely broken down. The patient could not charge their recharger and the screen was flickering. The patient was sent replacement external equipment. Additional information received indicated that the patient's concerns had resolved. The patient was implanted for spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.